Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the patient came to the hospital with the device exposed at the pocket site, and plan is to consult physician and set up extraction and re-implant. Furthermore, the patient system was scheduled for extraction and during the procedure this lead broke several centimeters from tip during extraction. Hence, the tip of the lead remains implanted, and the remainder was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.